Event description:
It was reported that on (B)(6) 2011, a xience v stent was implanted in a distal left circumflex artery (dcx) and approximately 22 months later, on (B)(6) 2013, the patient had chest pain (unstable angina) and went to the local hospital. There was a diagnosis of a myocardial infarction (mi) and the patient expired on (B)(6) 2013. It was listed as unknown if related to either the device or the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, myocardial infarction, and death, as listed in the xience v everolimus eluting coronary stent system instructions for use are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information received that on (B)(6) 2013, the chest pain was treated with medication and the patient experienced elevated troponin, less than 2 times the normal upper limit. No additional information was provided.